Event description:
It was reported that a transmission revealed the right ventricular lead exhibited noise reversion episodes since (B)(6) 2014. The patient was not symptomatic to the noise. The physician elected to reduce the device sensitivity and continue monitoring the patient.